Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the entire piece of her insulin pump fell off. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing end cap sticker, missing reservoir tube seal, cracked battery tube threads and minor scratches on the display window.